Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 474 mg/dl at the time of incident. Customer treated with insulin pump. Customer received no delivery alarm. Customer declined to continue troubleshooting for no delivery alarm and also they had not tried all remedies. The product will be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Insulin pump passed rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test.